Event description:
Patient allegedly received an implant via the right common femoral vein due to pulmonary embolism. Patient is alleging vena cava perforation and organ perforation. Patient further alleges pain and physical limitations. Report from computerized tomography: " the filter is present in the inferior vena cava. The superior tip is at the juxtarenal inferior vena cava." "All of the arms appear external to the inferior vena cava. Specifically, the arm at the 2:00 position extends at least 0.9cm from the inferior vena cava and appears to be within small bowel. The additional anterior arm at 11:00 and 12:00 also extends beyond the inferior vena cava approximately 0.6cm and are likely within small bowel. Similarly, a forearm at the right aspect of the inferior vena at eh 9:00 position extends approximately 0.5 cm beyond the inferior vena cava and may be within small bowel. Arm at the right anterior portion of the inferior vena cava and the distal tip within the small bowel. The additional arm extend up 0.6 cm beyond the border from the inferior vena cava, but appear within fat. "

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava (vc)/organ perforation, pain and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011." Patient outcome: it is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.